Event description:
It was reported that two prostyle devices were planned to close the artery. The first prostyle device was used at the ¿1 o¿clock¿ position, the second prostyle device at the ¿11 o¿clock¿ position. When using the second prostyle device, it got caught up a bit in the first prostyle device and the bleeding couldn't be stopped properly. A suture was made to the fascia lata. This put pressure on the vessel so that any remaining bleeding could be stopped. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date estimated. D4: the UDI is not known as the part and lot number were not provided. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the packaging was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, it is possible the sutures of the two devices were entangled causing the difficulty to remove and the bleeding; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.